Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator pocket 1.1 had failed and required maintenance. The field service engineer (fse) confirmed that the customer resolved the issue. The customer had asked the field service engineer (fse) to validate the temperature, and it appeared to be fine. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had refrigerator failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.